Event description:
It was reported that during a gastric bypass procedure, the min and max buttons only worked for two minutes and then stopped working. Not reported how case was completed. Patient consequence was not reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.